Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported there was a 'no disposable pump will not run'. Settings reviewed (resolution volume 45.5ml, rate 0.6ml/hour, given 54.55ml) troubleshooting was performed, air bubbles were present, but the alarm persisted. No adverse patient effects were reported by the customer. This event occurred at patient's home. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
Corrected data: d4 UDI number. No product was returned. The investigation was unable to determine a root cause. If the product is returned this complaint will be reopened for further investigation. Service history review identified that there was no indication that the complaint was related to a service of the device within the review period.